Manufacturer narrative:
Siemens is in process of evaluating the event. The root cause of the event is unknown.

Event description:
Customer reported falsely elevated sodium and chloride results on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
Review of instrument data files do not indicate any performance issues with the sensors around the time the discordant samples were reported. The data suggests that the sample may have become contaminated by salt from around the sample port/luer area, which may have contributed to the discordant results. Because the cartridge was not returned for evaluation, final root cause for the discordant sample cannot be determined.